Event description:
It was reported that pump experienced malfunction alarm with code displayed and no events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, and was advised continuing using pump and call back if problem returned, with customer acknowledging these instructions.